Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the bolus button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the bolus button was found to be unresponsive. Unrelated to the event the keypad was found to be torn and the keypad buttons were found to be intermittently responding. The bolus button was found to be intact.